Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a trial patient for urinary incontinence. It was reported that the patient was not educated about the external neurostimulator (ens). The ens fell down below their belly and the whole power pack came loose and one of the wires broke. They realized that the wire was broken after they weren't feeling any stimulation. A manufacturer representative (rep) told the patient to change sides due to the broken wire, however, they were not able to because they noticed a line of corrosion inside the battery compartment. After changing the batteries, they were able to change sides. After switching sides they were getting stimulation on the left side and was continuing the test until the thursday after the report when they were scheduled to go back to their healthcare professional's (hcp) office.